Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced hyperglycemia. Customer's blood glucose level was 527 mg/dl at time of incident and other 200 mg/dl. Customer has been using insulin pump system within 48 hours of reported high blood glucose event and auto mode was active. Customer treated with bolus from insulin pump. Customer was neither in emergency room, nor admitted into hospital. Customer does not allege insulin pump was under delivering. Customer declined to check for the presence of leaks or air bubbles in the tubing. The insulin pump will not be returned for analysis.